Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 5/99, the pt underwent a primary left l5-s1 spinal root decompression. In 7/00, the pt presented with recurrent back and leg pain which was severe in intensity. Pt underwent a repeat MRI scan which showed recurrent herniation. The pt was prescribed vioxx (25mg qd). At the time of case report form completion the pt was contemplating surgery. The investigator classified this event as unrelated to adcon-l. The investigator noted "illness being treated" as a possible explanation for the event.